Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: local staff was working on repairing c1. He opened a new oxygen mixer block and tried to install it in c1. However, no matter how many times he tried, the o2 input flow test was ng. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: local staff was working on repairing c1. He opened a new oxygen mixer block and tried to install it in c1. However, no matter how many times he tried, the o2 input flow test was (B)(6). No patient involvement.